Event description:
It was reported that a (B)(6) white hispanic female patient underwent primary breast augmentation with a (left) 360cc mentor memorygel breast implant and a (right) 320cc mentor memorygel breast implant. Post-operatively, the patient suffered right breast pain. The patient underwent MRI and the patient was also diagnosed with spontaneous left breast implant rupture and prominent appearing lymph nodes with possibly thickened cortices in the left axilla. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant have been reported under mrn: 1645337-2021-13057.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 18, 2022, mentor became aware that the correct date of event was on (B)(6) 2021. In addition, the correct date of implantation was on (B)(6) 2012. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On august 16, 2022, mentor became aware that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain.

Manufacturer narrative:
On january 27, 2023, mentor received additional information indicating that the patient had undergone bilateral replacement with unspecified silicone implants and right breast pocket revision.

Manufacturer narrative:
On march 30, 2023, mentor received additional information indicating that the patient was also diagnosed with right breast capsular contracture (baker grade iii). In addition, the patient's implants were replaced with the following devices: (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9652874 sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9667440 sn: (B)(6). Reason for device explant and/or reoperation: capsular contracture.